Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection was performed and noted that the outer surface of the y-site had a frosted appearance. The set was then connected to an in-house 1000 ml solution bag and a 25 gauge needle for a simulated use test. The setup was primed and observed for leaks; no leakage was identified. An underwater leak test was then performed with no leaks identified anywhere on the set. Microscopic inspection of the set¿s y-site was then performed, and a leak channel between the tubing and in-let port of the y-site was identified. It was determined that when the drug solidified, it sealed the leak-site and caused the frosted appearance. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a duovent solution set leaked at the junction of the y-site and the tubing. This occurred during patient use. The device was used with a flogard infusion pump which was set to deliver plasma-lyte a at 150 ml/hr. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.